Event description:
It was reported that a patient underwent an Atrial Flutter (AFL) ablation procedure. Initially, it was indicated that they were unable to flush the catheter. There was no patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on (b)(6)2026, additional information was received which indicated that the issue was noted during the time that the device was used on the patient. Therefore, the event was re-assessed as MDR reportable with an awareness date of 29-Jun-2026.Additional information also indicated that there was no error noted in the irrigation pump. They changed the cable and changed the catheter to resolve the irrigation issue. Correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of the ablation.

Manufacturer narrative:
E1. Initial Reporter Phone: (b)(6)An Analysis of the product could not be performed since a physical sample was not received for evaluation.A manufacturing record evaluation was performed for the finished device number lot 31613827L and no internal actions related to the complaint were found during the review.As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Biosense Webster, Inc., or its employees that the report constitutes an admission that the product, Biosense Webster, Inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.Manufacturer's Reference Number: (b)(4)